Event description:
Elderly female w/history of osteoporosis and multiple compression fractures w/previous t7 kyphoplasty. New progressive compression fx at t8 w/significant stir changes & level & t9 with some mild stir changes. New back pain not managed w/conservative tx. To or for kyphoplasty at t8 & t9 level. The stylette was removed and the drill was placed through the jamshidi needle sheath. I then piloted a hole through the vertebral body to the contralateral side of the vertebral body. I then removed the drill and replaced the stylette. The above process was then repeated at the t9 level. At this stage I had the methylmethacrylate mixed. The balloon was then advanced through the t8 jamshidi sheath. Under live fluoroscopic view I expanded the balloon creating a cavity within the vertebral body. This was done at t8 and t9. During expansion of the balloon at t9 the balloon ruptured without any complication. This was likely due to sclerosing of the endplate with what appeared to be a spike of sclerosis going into the vertebral body. We were able to make good cavities at both vertebral bodies. I then injected methylmethacrylate starting at the t8 level into the vertebral body. This again was done under live fluoroscopy in the lateral direction with spot shots in the ap direction I was able to obtain good filling of the vertebral body with approximately 3 cc of methylmethacrylate. This also was repeated at the t9 level again with 3 cc of methylmethacrylate. No obvious extravasation was noted. The jamshidi needle was kept in place until the methylmethacrylate had hardened and then it was removed. Final fluoroscopic shots revealed appropriate placement of the methylmethacrylate in the t8 and t9 vertebral body. The wound was then closed with a single stitch at both levels. Patient was transferred to regular hospital bed and woken from anesthesia. She was taken to the pacu in stable condition.